Manufacturer narrative:
According to the facility "there was no incident with an individual, just staff trying to plug it in to charge and the device sparked and started to smoke from the battery." Per the facility the "hoyer was plugged in properly, and the only thing noticed is the spot where the charger connects to the battery is loose." No additional information is available at this time. The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "there was no incident with an individual, just staff trying to plug it in to charge and the device sparked and started to smoke from the battery."